Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.25x10mm nc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.25x10mm nc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with struts lifted at the mid-section. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft polymer extrusion section found no issues. Bumper tip showed no signs of distal tip damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.